Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not definitely determined and potentially due to the age of the lead. Rep reported the avoided programming electrode 11. Cause of shocking was not determine; reprogrammed and turned the device off to try and resolve however issue was not resolved. Patient stated she was getting shocking with device on or off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient has somewhat elevated impedances in the 1500 ohm range, but also reported electrode 11 was >10,000. Caller suspected this was known as it was not programmed. Rep met with the patient who was experiencing shocking in pocket with stim on and off. Palpating or positional changes did not make any difference to sensation. No further complications were reported.